Manufacturer narrative:
FDA ud-(B)(4) the remainder of the investigation remains in progress. A supplemental report will be provided after completion.b3 b5 h3 other text : single use; device discarded.

Event description:
The customer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6)2024. Repeat testing was not performed. Confirmation testing was not performed. Consumer performed a different brand of antigen test kit from the clinic on the same day and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024. Repeat testing was not performed. Confirmation testing was not performed. Consumer performed a different brand of antigen test kit from the clinic on the same day and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
FDA UDI- (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 204358 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 204358, test base part number 195-430h/ lot: 199335. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 204358 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to self-test user performance or the specific patient sample. H3 other text : single use; device discarded.

Event description:
The customer reported a false negative result with the binaxnow covid-19 antigen self-test performed on an unknown date. Confirmation testing was not performed. Consumer performed a clinic antigen self-test with a different brand (date unknown) and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. FDA ud-(B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.